Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an impella cp was placed to support a patient with ventricular fibrillation (vf) arrest and cardiac history who was brought into the hospital in acute myocardial infarction complicated by cardiogenic shock. The patient was sent to the operating room (or) for coronary artery bypass graft and the patient vf arrested in the operating room again and was put on impella cp support. After 25 hours, the pump was explanted due to limb ischemia. They were unable to dopple distal pulses. The pump was explanted and computed tomography imaging was ordered post impella cp removal. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Ischemia: the root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.